Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 64-year-old male patient on impella 5.5 and venoarterial extracorporeal membrane oxygenation for support during high-risk surgery. After the chest was closed and the site was secured, the patient had to be taken back to the operating room due to bleeding in the chest cavity. Ultimately the patient expired on support. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.